Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic gastrectomy, the tissue pad fell off into the patient. The tissue pad was missing. The patient is female and now hospitalized. Another device was used to complete the case. (B)(4).